Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent was damaged. The 2.5x20mm taxus liberte stent was unable to cross the angled circumflex lesion. The stent struts were found to be "deformed". Additional information has been requested, but not received.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).